Manufacturer narrative:
As reported, the unknown mynx vascular closure device (vcd) was deployed through a 10f sheath and the sealant "sat on top of the hole". The team held pressure and patient was okay. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿sealant-inaccurate placement-complete¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the very limited information available for review, it is not possible to determine what factors may have contributed to the reported event of the sealant sitting ¿on top of the hole.¿ however, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (after full balloon deflation and complete button #2 depression while maintaining fingertip compression and realigning with the tissue tract), the placement of the sealant could be affected. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the unknown mynx vascular closure device (vcd) was deployed through a 10f sheath and the sealant "sat on top of the hole". The team held pressure and patient was okay. There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.